Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon investigation the battery charger/modem was unable to recognize inserted battery packs. The root cause for the failure was isolated to a shorted u13 cmos flash microcontroller on the battery charger bedside board. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the shorted u13 component. The patient was issued a replacement battery charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger was not charging his batteries. The patient was issued a replacement battery charger/modem.